Event description:
It was reported that this cardiac resynchronization therapy with a defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed this device has recorded an erratic power measurement which are intermittently very high, as well as power values which appear corrupted. The voltage measurements have decreased quickly. Furthermore, the device has also logged stuck process faults for magnet detections. In addition, the patient ius in hospice with magnet secured over the device and have declined device replacement. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy with a defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed this device has recorded an erratic power measurement which are intermittently very high, as well as power values which appear corrupted. The voltage measurements have decreased quickly. Furthermore, the device has also logged stuck process faults for magnet detections. In addition, the patient ius in hospice with magnet secured over the device and have declined device replacement. To date, this device remains in service. No adverse patient effects were reported. Additional information indicates that the patient is in hospice care and wishes to have the therapy turned off. The patient has been using a magnet over the device, but it is now causing an infection on the patient's chest. The patient has been referred to the clinic to turn off the therapy.